Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the 8mm small grasping retractor instrument had a piece of the wire sticking out of the tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm small grasping retractor instrument for failure analysis investigation. The instrument was analyzed and was analyzed and found to have a broken pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp one was missing from in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observation(s) not reported by site: the instrument was found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately .053¿ - .328¿ in length and are not axially aligned with the tube axis. Material is not missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage.

Event description:
Refer to h11 for follow-up information.